Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One image was reviewed. The image shows an intra procedure fluoroscopic image of the leg with an inflated balloon containing contrast. No intravascular contrast is seen. There is suggestion of a discrete twist in the balloon, which is not completely shown on this image. Vessel atherosclerosis is present. However, there is suggestion of a discrete twist in the balloon, which is not completely shown on this image therefore, based on the photo review, the reported failure inflation issue and identified material twist be confirmed as the image review identifies a twist in the balloon during inflation. A definitive root cause for the reported failure inflation issue and identified material twist could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2022).

Event description:
It was reported that during an angioplasty procedure in the right sfa via antigrade approach, the device allegedly twisted and had an inflation issue. There was no reported patient injury.